Event description:
It was initially reported that the patient had high impedance which was found during pre-operative diagnostics and during interrogation during a generator replacement. The surgery was then postponed. Surgery is likely but has not occurred. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a full revision surgery that day. The impedance after surgery was noted to be within normal limits. The explanted lead was returned for product analysis on (B)(6) 2014. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the lead on (B)(4) 2014. The anchor tether, (+) white electrode and portions of the (+) white and (-) green electrode quadfilar coils were not returned therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 395mm portion the (+) marked connector quadfilar coil appeared to be broken approximately 18mm from the end of the cut connector silicone / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having the appearance of being melted. What appeared to be spatter was found on the coil surface. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coil was exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead (damaged coil, not a break). The gouge mark found on the outer silicone tubing and the cut / torn ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead (-) unmarked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The (+) marked connector pin / boot section was not returned; therefore setscrew marks and continuity checks were not available. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.